Event description:
It was reported the devices were used during a laparoscopic nissen fundoplication. It was reported 511s and 511h trocars were used during the procedure and while looking at the greater curvature of the stomach the gasket from one of the trocars fell into the abdomen. The gasket was removed with a 5mm grasper. There was no consequence to the pt.